Event description:
It was reported the patient's scs lead was repositioned in the scs ipg header on (B)(6) 2014 due to invalid impedance values. It was also reported that prior to the procedure, x-rays identified the lead was not inserted fully into the header. The issue resolved with the surgical intervention and the patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.